Event description:
Pt called lfs in 2003 alleging their test would not start on their ot ultra meter. No symptoms were reported, no medical intervention required. The issue was not resolved with troubleshooting. Pt also reported glucose results of 148, 178, 223, and 240 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucsoe results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.